Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that expressew iii needle pk5 had a fragment jammed at the lower jaw of the expressew iii w/o hook. The needle was lodged on the device shaft. The tip was broken. The broken fragment was not returned. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device, it is possible that the needle was not inserted in a correct way and therefore caused the needle to get jammed. The potential cause for the broken tip could be traced to the procedure variables such as use of pliers to try and disassemble the needle. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure while using the expressew iii needle pk5 device was catching and curving in the gun. Then the surgeon started to try and remove the needle the wrong way, which caused the needle to get stuck resulting in the expressew gun being unable to be used. During in-house engineering evaluation, it was determined that the device was fractured (broken into two). Another device was used to complete the procedure. There was patient involvement. There was an unknown amount of surgical delay. There was no patient harm. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. No additional information was provided.